Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited possible premature battery depletion (pbd). The patient appeared to have new onset atrial fibrillation (af) or atrial flutter. Analysis showed that the device was high rate atrial sensing at an average rate of 220 beats per minute (bpm) which can cause an increase in power consumption. The device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enable, the device can consume an additional 2 to 4 microwatts of power and even more during periods of high rate atrial sensing. The engineers suggested programming options. As of this time, the device remains in service. No adverse patient effects reported.